Manufacturer narrative:
The field service engineer (fse) adjusted the sample probe vertically and horizontally. The probe was internally cleaned and the foam detection camera was turned on. There were no other issues noted. The investigation is ongoing.

Event description:
The initial reporter received questionable elecsys ft4 assay, probnp g2 elecsys e2g v2, elecsys ferritin, folate, elecsys tsh assay and elecsys vitamin b12 immunoassay results for two patient samples tested on the cobas pro sbl e 801. For sample 2063033611, the initial ft4 result was reported to the physician. The physician did not believe the result prompting the rerun of several assays. Discrepant results were observed for ft4 and probnp. On (B)(6) 2022, sample 1's initial ft4 result was 1.820 pmol/l with a data flag. The repeat result was 40.9 pmol/l. The initial probnp result was <1 pmol/l with a data flag. The repeat result was 67 pmol/l. On (B)(6) 2022, sample 2071221711's initial ferritin result was 1.640 ug/l with a data flag. The repeat result was 114 ug/l. The initial folate result was <2.72 nmol/l with a data flag. The repeat result was 45.100 nmol/l. The initial tsh result was <0.1 miu/l with a data flag. The repeat result was 5.000 miu/l. The initial vitamin b12 result was <73.8 pmol/l with a data flag. The repeat result was 366 pmol/l. The repeat results were deemed correct. The ft4 reagent lot number is 60647801 with an expiration date of 30-nov-2022. The probnp reagent lot number is 60018601 with an expiration date of 31-may-2022. The ferritin, folate, tsh and vitamin b12 reagent lot numbers and their expiration dates were requested but not provided.

Manufacturer narrative:
The calibration and qc were within their specified ranges. A general reagent issue can be excluded. The investigation determined that the event was consistent with incorrect pipetting due to the incorrectly adjusted sample pipettor. After service, no further issues were reported by the customer.  The investigation determined the service actions resolved the issue.